Manufacturer narrative:
Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had an superior vena cava (svc) coil fracture and the cardiac resynchronization therapy defibrillator (crt-d) had a header issue. The svc coil alerts were turned off. The device and lead remain in use the patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.